Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2011 and on the patient study enrollment card, the patient noted that "she had been told by physician that she lost vison because of a problem with cornea and the development of a cataract". Additional information has been requested from the physician by not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
The doctor was contacted in regards to the issues the patient reported on the study enrollment form and the doctor replied that the patient never had a cataract or problems with the cornea. The patient was then contacted and she stated she checked the wrong boxes on the patient study enrollment form and she does not have any problems with a cataract or the cornea. Therefore, this is not a complaint. (B)(4).